Manufacturer narrative:
Device not yet returned to manufacturer.

Manufacturer narrative:
The device was returned for evaluation and the failure was confirmed. Information provided by the account suggested that an issue was observed in relation to the handpiece during this event that potentially contributed to the reported event. The quality investigation is complete.

Event description:
It was reported that during surgery the blade broke at the mount. The blade was changed but the handpiece was then also found to be broken. An alternative device was used to complete the surgery successfully. It was further reported that an x-ray was performed to ensure a piece was not left in the patient and there was a surgical delay of approximately 30 minutes.

Event description:
It was reported that during surgery the blade broke at the mount. The blade was changed but the handpiece was then also found to be broken. An alternative device was used to complete the surgery successfully. It was further reported that an x-ray was performed to ensure a piece was not left in the patient and there was a surgical delay of approximately 30 minutes.